Manufacturer narrative:
Device not available as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgical procedure. Allegedly, the patient will need to undergo a revision surgery due to reasons that were not reported at this time.